Event description:
It was reported that high shock impedance and noise were observed. During the replacement procedure, the lead was found to be normal. Induced shocks were ineffective. The device was found to be in back-up mode. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the device experienced a por associated with hv activity. X-ray revealed a broken case wire, believed to have caused the hv lead impedance and noise anomalies observed in the field. The broken case wire was also the source of the por.